Event description:
According to the reporter, during a procedure, the unit's third-party monopolar instrument connected in the monopolar 1 port produced energy in the patient's unwanted zones which provoked unwanted lacerations of the tissue around the instruments shaft and not only around the tip of the instrument. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).